Event description:
A 69-yr-old female who presented with a history of sustaining a left femur fracture in 10/94 was treated with supracondylar nails. Subsequently, she stepped onto her leg and bent the nails through the shaft. She was taken to surgery during 1/95 where an exchange nailing was performed with nails. She did well until 5/96 when she almost fell. She did not notice any pain at that time but began to experience pain of her left femur approx three weeks later and stated that it was difficult for her to control her leg. Radiographs revealed she had broken both nails and the fracture had progressed to a nonunion. She was admitted to the hosp for takedown of the nonunion with intramedullary nailing and bone grafting of the femur.